Manufacturer narrative:
(B)(4). Additional information: the analysis found that one sc45a device was returned with an ecr45w cartridge reload present. The returned reload was received fully fired and in good visual conditions. In order to verify the integrity of internal components the returned cartridge was disassembled and the one piece sled ramps were noted to be damaged. The damage to the one piece sled is consistent with the device being fired over ticker tissue than indicated. When this happens there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.

Event description:
It was reported that during a biliary duct obstruction/partial liver resection procedure, the scrub tech said the blade fired but no staples were deployed on first firing of device with white reload. The scrub tech said device was fired on artery in or around the liver. A lot of bleeding occurred (amount not quantified) and the patient's blood pressure dropped. Blood products were given to patient but exact number of units is unknown. Once the patient was stabilized, a new device was used to complete the liver resection. The patient is out of surgery and is currently stable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.